Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had bolus issues and the insulin pump did not alarm no delivery more than twice, which caused ketones. The blood glucose was 16mmol/l. It was stated that the customer used the infusion set for one to five days, and when the infusion set was removed the cannula was bent and the device did not alarm, although the boluses were delivered. It was stated that the customer changed the infusion set and the cannula was bent again. It was also stated that the boluses were not accurate. The customer did not feel comfortable and requested the device be replaced. No further information was provided.